Event description:
User reported three patients with observed posterior capsule ruptures. One patient on (B)(6) 2021 (1176) and two patients on (B)(6) 2021 (1214 & 1216.) Patients 1176 and 1214 had both anterior and posterior vitrectomies, and all three required a change to sulcus fixated 3 piece iols.